Manufacturer narrative:
B5: information added. H6 device code updated from adverse event without identified device or use problem to nonstandard device. H6 patient code updated from thrombosis/thrombus to no clinical signs symptoms or conditions. H6 impact code updated from medication required to no health consequences or impact.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45 day routine follow up, a computed tomography (CT) scan revealed a laminar, non-mobile device related thrombus (drt). Complete seal was noted around the closure device. There were no corrective actions or diagnostic tests associated with the finding. It was further corrected by the site, that this was a data entry error and there is no event of drt. This event was further reviewed and was determined to have been reported as a reportable event in error; therefore, this reported event is withdrawn.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45 day routine follow up, a computed tomography (CT) scan revealed a laminar, non-mobile device related thrombus (drt). Complete seal was noted around the closure device. There were no corrective actions or diagnostic tests associated with the finding.